Manufacturer narrative:
(B)(4).

Event description:
Coupling and/or communication issues were reported. It was indicated that the patient had been recently implanted that the wound had not fully healed. Additional information received reported that the device was successfully reprogrammed on (B)(6) 2011 to give the patient a program for lying down. In addition, the implantable neurostimulator site was revised due to would healing issues in (B)(6) 2011. There was no infection and the patient recovered without sequelae.